Manufacturer narrative:
(B)(4).

Event description:
It was reported: "cuffs may leak." Associated complaints: 3003898360-2026-00054, 3003898360-2026-00053.

Event description:
It was reported: "cuffs may leak." Associated complaints: 3003898360-2026-00054, 3003898360-2026-00053 and 3003898360-2026-00052.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was used for the verification of failure mode reported in the current manufacturing process and the issue reported "leak - device leak - cuff" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.